Manufacturer narrative:
Concomitant product(s) : product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(6 ) implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient experienced an infection at the device pocket and lead location. The infection type was unknown. Symptoms of drainage and incisional wound opening were also noted. It was unknown if a culture was taken. The system was reportedly explanted. Approximately two weeks later, it was reported that the patient had been put on antibiotics and was ¿recovering¿ after the explant. No culture was taken.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).